Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a valve replacement procedure on an unknown date; and a suture was used. During the procedure, the suture pulled off the needle. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/14/2020. H3 investigation summary: it was reported performance pull off suture needle. It was received for analysis an empty opened folder and a dispensed needle-suture of product code px83h. This product code is double armed. During the visual inspection of the opened sample, the swage and attachment area of the needle were noted to be as expected. The other needle was not received for evaluation. The suture was examined, and correct insertion marks were observed; however, the force used to detach needle from the suture could not be determined. In addition, a functional test was performed and the pull force were above the minimum requirements. The manufacturing records could not be reviewed as the batch number is unknown. Due to condition of the opened sample, it could not be determined what may have caused the reported incident.